Event description:
A pump alarm was reported by the customer, specifically alarm 20, during the pumping process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge using the correct technique, which allowed the customer to resume insulin therapy successfully. Original cartridge lot number was unavailable.